Event description:
Caller reported a cartridge alarm 20, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on proper loading techniques and attempted to assist the caller in loading a new cartridge, but the alarm recurred, preventing cartridge loading. As a result, technical support decided to replace the pump. Further follow-up was needed as calls to the customer were not successfully connecting.